Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced an inadequate stimulation. The patient underwent a lead replacement procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7164666. UDI: (B)(4). Product family: scs-ipg-r-MRI. Upn: m365sc12160. Model: sc-1216. Serial: (B)(6). Batch: 792591. UDI: (B)(4).

Event description:
It was reported that the patient experienced an inadequate stimulation. The patient underwent a lead replacement procedure. Additional information was received that the first scheduled revision did not actually take place due to patients scar tissue. The patient was rescheduled on a later date. The leads and implantable pulse generator (ipg) were successfully replaced. The explanted products will not be returned per hospital policy and patient was doing well postoperatively.